Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 322 mg/dl. Bg was treated with fluids and oxygen. Cause of bg level was unknown. Customer left ER with bg 130 mg/dl and no injuries sustained.